Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged touchscreen) has been confirmed. Upon investigation the monitor screen was solid white and monitor was unable to complete essential performance testing. The root cause of the failures was contamination throughout out the monitor. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's touchscreen was not functioning.